Event description:
It was reported that the lead was "not functioning" and was found to be broke in half. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).